Event description:
"After few days of flexi seal presence in the rectum, it was noted one necrosis. This report of necrosis was made two days after the with drawal of device". In 2006, the device was removed and a colonoscopy done. Findings included circumferential ulceration of the rectum with necrosis of 3 internal hemorrhoids responsible for the bleeding. It was treated by sclerotherapy with adrenaline. The pt was in intensive care with several pathologies, such as renal failure, sepsis, and diarrhea. The pt expired on the next day.